Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. A device history record (DHR) review showed no similar complaints reported. The failure mode is confirmed. The cause was determined to be a calibration issue. The device was recalibrated and passed 30psi occlusion testing. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Manufacturer narrative:
This pump underwent routine maintenance testing where the 30 psi test fell outside the acceptable range. Consequently, the pump was recalibrated, passed testing, and it was confirmed that the recalibration addressed the issue successfully. A CAPA has been established to investigate this failure mode to determine the root cause.

Event description:
Zyno medical found that the pump failed the 30 psi test during preventive maintenance (pm). There was no patient involvement as the issue was discovered during pm.